Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
On (B)(4) 2021 the customer feels like the down arrow button is not responding. Location of damage (e.g. Broken hinge, cracked, etc.): top of the clip. Device was received without the belt clip, unable to verify damage to the belt clip. No damage note on the belt clip slot, device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds. No button error alarm noted during testing or in the downloaded pump history file. Unit had intermittent on the express bolus, esc, act, up arrow and down arrow buttons due to flattened dome switches (no crease). During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. No button error alarm noted. Device had intermittent on the express bolus, esc, act, up arrow and down arrow buttons due to flattened dome switches (no crease). Device passed self test and displacement test.